Event description:
The customer reported to olympus, the evis exera iii video system center had all the scopes are showing the images upside down. The issue occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation, as the issue was resolved remotely with an olympus representative (rep). During follow up, the custom further reported the error was found to be due to user error as the user was operating the device in the wrong orientation (left hand instead of right hand). The investigation is still ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the following led to the malfunction: the incorrect setting led to unintentional rotation of the images and misdirected manipulation of the endoscope. The customer stating it was a user error. Olympus will continue to monitor field performance for this device.